Event description:
Litigation alleges that patient experienced pain and tested psotive for elevated levels of cobalt and chromium ions in her blood.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
(B)(4). Reason for original complaint - litigation alleges that patient experienced pain and tested positive for elevated levels of cobalt and chromium ions in her blood. Update rec'd 03/17/2015 - plaintiff's preliminary disclosure form was received, which identified dob & dor information. Part/lot information was identified from patient sticker sheet. The complaint and associated mdrs were updated. The complaint was updated on: 04/08/2015.